Event description:
Nellcor puritan bennett rec'd a call from reporter on 08/25/1998, to report the following problem: unit stopped cycling and no alarms went off. No pt harm. Customer went over a bump in the door way and the vent stopped working. Pt placed on back up vent.